Event description:
This is a report of peritonitis from a consumer in the USA with supplemental information from the patient's peritoneal dialysis nurse (pdn). Initially the home patient (hp) called a baxter technical service regarding an incomplete prime while setting up for peritoneal dialysis (pd) on the homechoice machine. The solution was provided over the phone and at the time of the initial call there was no patient injury or medical intervention indicated. On (B)(6) 2011 baxter product surveillance contacted the home patient (hp) regarding the reported problem. The patient stated that they are currently not doing peritoneal dialysis therapy; instead they are doing hemodialysis. The hp also stated that they are currently running some tests for possible peritonitis. The hp stated that on the morning of (B)(6) 2011, he felt extreme pain during one of his drain cycles. The hp stated that due to this pain he just ended therapy immediately and called his registered nurse. On (B)(6) 2011, baxter product surveillance contacted the patient's pdn. The pdn confirmed the male patient (age not reported) was diagnosed with peritonitis on (B)(6) 2011. The hp was not hospitalized. The patient received remedial treatment with unspecified antibiotics. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported the cause of the peritonitis was a break in aseptic technique. No retraining in aseptic technique was provided as the patient has been transferred to hemodialysis therapy. The hp has recovered from the peritonitis. No concomitant medications were provided. The pdn stated the peritonitis was not related to a baxter solution or device.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11e07068 with no defects noted. This complaint for a report of user error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since we are unsure why the patient had a breach in aseptic technique. Per the labeling review: the homechoice patient at home guide states, "use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler, when you disconnect yourself from the cycler, any time you handle fluid lines and solution bags. Contaminating of any part of the fluid path may result in peritonitis, serious patient injury, or death. Peritonitis is an inflammation of the peritoneal membrane, usually caused by infection." Guide also warns the patient that, "improper use of the system can result in serious patient injury or death, "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection, always put on a face mask and wash and dry (or disinfect) your hands thoroughly." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.